Event description:
It was reported by repair work order that the power load system would not load the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.